Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 26.5 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they alleging possible pump for under delivery. Customer stated that displacement test was passed. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer auto mode was conservative and deliberate in how it brings glucose back toward the target of 120 mg/dl. Customer was wishes to perform the high performance test. The insulin pump will not be returned for analysis.